Event description:
Reporter stated possible burr on I/a tip. Posterior capsule was broken; vitrectomy required. Patient reported as stable.

Manufacturer narrative:
H-10: to date, device reported as returned has not been received for evaluation. This report was mailed in to FDA on: 7/16/97.